Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years old. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): imdrf device code a0501 captures the reportable event of shrink sleeve detached.

Event description:
It was reported to boston scientific corporation that a sensor wire guidewire was used during a percutaneous nephrolithotomy procedure in the kidney performed on (B)(6) 2023. During procedure, the physician placed a tapered metal dilator over the sensor wire and was attempting to dilate the tract. Upon removal of the wire, it was found that sensor wire shrink sleeve detached and the inner coil was exposed and stretched. The procedure was completed with a super stiff wire. There were no reported patient complications as a result of this event.